Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During left ventricular (lv) lead implant, the guidewire was unable to be inserted through the lv lead. A new lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of the guidewire that could not be inserted was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the inner coil bunched and blue ptfe coating of the guidewire inside the inner coil at the connector region. The cause of the reported event was isolated to the inner coil being bunched and blue ptfe coating inside the inner coil.